Event description:
It was reported that the patient with this implantable penile prosthesis had a scrotal infection. The infection was treated with antibiotics and the device was replaced with a malleable prosthesis. The product was discarded and thus will not be returned. No additional adverse patient effects were reported.